Manufacturer narrative:
On (B)(6) 2020 mentor became aware that the date of implantation was sometime during summer of 1994. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, during visual inspection of the device, a tear on anterior expanding to posterior view was noted, measuring approximately 12 cm. Microscopic examination was performed and the cause of the rupture could not be identified possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation with an unspecified saline mentor breast implant 200cc and suffered from bilateral deflation. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 325cc on (B)(6) 2020. This medwatch is for the left breast implant.